Event description:
A malfunction alarm was reported on the pump, with the customer having received cartridge alarms two days prior. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information, enabling them to reset the malfunction code successfully. The customer was advised to continue using the pump and to contact support if the issue recurred, which they acknowledged.